Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, an unused supply line of the homechoice set was not clamped off and the cap of the supply line became dislodged during therapy for an unknown reason. Baxter's tsc assisted the hp in ending the therapy early. Therapy was completed with new supplies. No pt injury or medical intervention was associated with this incident per the hp.